Event description:
It was reported that after the case was completed a large pericardial effusion/tamponade was noticed on intracardiac echocardiography while exiting the right atrium. Pericardiocentesis was performed, and the patient left the electrophysiology lab with a pericardial drain in place to stay overnight. The next day the patient underwent a sternotomy for a tear in the right ventricle. The physician noted that " the tear may have been due to another manufacturer's intracardiac echocardiography (ice) catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.